Event description:
The device was used during a lavh procedure. Reportedly, the knife assembly would not retract. The surgeon was able to complete the procedure without pt injury.

Manufacturer narrative:
12/11/1997-supplemental report #1 submitted to FDA.